Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot# va0z14g, implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient implanted with a neurostimulator for epilepsy. It was reported that during a routine follow-up evaluation it was found that impedances were high on the patient's right anterior nucleus intracranial electrode. A plain film x-ray taken on (B)(6) 2017 showed a clear lead fracture in the lead just above the connection with the lead extender. It was thought that the patient's ongoing seizure activity placed stress on the wire which ultimately led to the lead fracture. Due to the patient having clinical efficacy with the electrode, they are making plans to replace it with an additional surgery. No further complications are anticipated.

Manufacturer narrative:
All subsequent reports will be sent through regulatory report # 3007566237-2017-05145. If information is provided in the future, a supplemental report will be issued.